Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical discharge between the tissue and the cutting knife occurred during output activation, the discharge generated localized high temperatures around the hook of the cutting knife, resulting in a reduction of its mechanical strength, then mechanical stress was then applied to the cutting knife with reduced strength, causing the hook to fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use electrosurgical knifes knife head was fractured. The issue occurred during an unknown therapeutic endoscopic mucosal dissection procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.